Event description:
The customer reported to beckman coulter (bec) that less than 1 cc of clenz reagent leaked from the coulter lh 500 hematology analyzer and was under the right side of the instrument after startup while running controls. The customer was wearing gloves and a laboratory coat when the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. No startup, control, or patient results appear to have been impacted by this leak. No erroneous results were generated as a result of this incident. No death or injury was reported in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found tubing with a pinhole at pinch valve (pv37). The fse replaced the tubing to resolve the issue. Failure mode was related to the tubing at pinch valve (pv37). Beckman coulter internal identification number for this report is (B)(4).